Event description:
The customer reported that he had adverse events and hospitalizations in two occasions. Customer stated that in both times the meter was reading higher than the actual blood glucose. Customer mentioned that he felt going low and needed to eat, which caused in both occasions to had low blood glucose. Customer stated that the second instance he had a seizure and passed out. The blood glucose was 35 mg/dl when he was admitted. Customer stated that his glucose meter was not working correctly it was not giving the correct readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84285.